Event description:
Customer reported hospitalization due to high blood glucose. Customer states that they had high blood glucose due to bent cannula. Customer was wearing the insulin pump at the time of hospitalization. The blood glucose reading is unknown/ nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.